Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and replaced the batteries as per message; and due date was within 90 days. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed a battery maintenance message upon power-up. There was no patient involvement, thus no adverse event was reported.